Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent loss of atrial sensing was observed on a remote transmission. The patient is in atrial fibrillation/flutter that is not being sensed. The atrial lead was also far-p wave oversensing on the rv channel. The rv lead when paces showed ventricular loss of capture. The rv lead was capped and replaced on (B)(6) 2018. The atrial remains implanted; if the sensing issue continues, the atrial lead will be turned off and device will be reprogrammed. The patient was in stable condition before, during and after the procedure. There were no complications.